Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5034949, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing stimulation in non-target areas. Fluoroscopy was taken and confirmed that the leads had migrated. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively. No device malfunction was suspected.